Event description:
Customer called to report a bowl leak that occurred in the centrifuge chamber during a treatment procedure. Name and function of complainant: same as reporter. Customer reported the bowl and drive tube both broke when the treatment had reached about 100 ml whole blood processed. Customer stated that centrifuge leak sensor strip was damaged. Customer requested service to repair the instrument. Treatment was stopped nd blood was returned manually to the pt. Service orders (B)(4) were created for the inspection of the instrument. Customer will not return product for investigation.

Manufacturer narrative:
Batch record review of lot b326 was conducted. Lot met release requirements. There were no non conformances related to this event type. Complaint lot review conducted and no additional complaints for centrifuge blood leak was reported to date for this lot. Service order (B)(4)completed on: (B)(4) 2013. Field engineer verified centrifuge leak detector was damage and needed to be replaced. A new centrifuge leak detector was ordered to install. ((B)(4)). Service order (B)(4) completed on: (B)(4) 2013. Field engineer replaced leak detector, performed system checkout procedure and confirmed instrument is working per specifications. The assessment is based on info available at the time of the investigation. No product was received by the customer for investigation. The root cause for this complaint can not be determine based solely on the info provided by the customer. (B)(4).